Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that the switch box was cracked, the screw stopper was replaced for preventive maintenance, and due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value, the plastic distal end cover was dented, and the bending section cover was chipped. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported that the colonovideoscope had a loose tie rod. There were no reports of patient harm. During the device evaluation, the following reportable malfunction was found: the jet tube or auxiliary jet channel was clogged and had a whitish foreign material inside. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.